Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon pulse generator interrogation, the programmer indicated battery data of 2.80 v, 5 ua, less than 1 kohms and an estimated 6 months remaining to elective replacement indicator (eri). Measured data was believed to be inaccurate, as such battery data should indicate more than six months remaining longevity. The values were updated, but there was no change. The pulse generator was explanted and replaced.